Event description:
It was reported that during the implant procedure, while trying to advance the passive atrial lead, the operator reported that the lead was unable to advance down the venous access and into the right atrium (ra). It seemed to be struggling to enter the ra under fluoro. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.